Event description:
Customer reported that the insulin pump was leaking. Customer hospitalizaed due to diabetes ketoacidosis. Blood glucose reading was highl. Customer stated that it hurt her to insert the cannula, since she had a scar from the surgery she had. Customer was hospitalized several times. Customer's blood glucose was over 1000 mg/dl at times. The last blood glucose was 138 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge